Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was over 600 mg/dl with moderate ketones. Reportedly, customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) on 1/2/23. The customer received intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.